Event description:
It was reported that during a percutaneous coronary interventional procedure, the guide wire separated. The lesion being treated was located in the right coronary artery (rca). No further anatomy details have been provided. Following advancement of the iq guide wire, a taxus 5.0 x 16mm drug eluting stent was successfully deployed at 16 atms. While trying to remove the guide wire, the distal end was stuck on the stent. The physician pulled, and the wire broke with the "coils stretched all the way up in the rca and up until the aortic root". No attempts were made to remove the wire and no further interventions planned. The patient did not experience any symptoms. The patient will "stay on plavix prolonged dual antiplatelet therapy (magnyl and plavix)". The procedure was completed with the device, and no patient complications were reported. Patient status is reported as 'doing well'. Additional product and procedure information was requested; however, none is available.

Manufacturer narrative:
The facility has confirmed that this device is not available; therefore, no direct product analysis can be completed and no root cause determination can be made.